Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (underwent a partial hysterectomy due to complications from the essure). At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pelvic pain /pain") and genital haemorrhage ("abnormal bleeding (genital)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included gravida I and parity 1. Concurrent conditions included hypertension, depression and dysmenorrhea. Concomitant products included ketorolac tromethamine (toradol), lisinopril, paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) and solpadeine (tylenol 1). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (total vaginal hysterectomy), surgery (underwent a partial hysterectomy due to complications from the essure) and surgery (thermochroic ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered device dislocation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on 21 apr 2010 patient undergone for annual gyn exam and the results are as follows- cc-pt. Doing well after ablation and essure. Periods are short and light, monthly. On (B)(6) 2011 the patient again undergone for annual gyn exam and the results are - cc-pt. Having regular periods. Had bad cramps. Currently taking tylenol or midolon 11aug2014 patient had ultrasound resulted in uterus 8.97 x 6.07 x 7.26 endometrium 7.1 mm, anteverted/retroflexed slightly heterogeneous, fibroid posterior to endometrium 2.2cm, left ovary wnl, right ovary 1.4cm dominant follicle, no adnexal masses or free fluid seen. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 3-apr-2018: pfs + mr received, reporter added, demographic added,patient historical and concomitant condition added, lab data added:- events added are as follows- pelvic pain, vaginal haemorrhage, device dislocation, menorrhagia, did not undergo essure confirmation test incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pelvic pain /pain") and genital haemorrhage ("abnormal bleeding (genital)(general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included gravida I and parity 1. Concurrent conditions included hypertension, depression and dysmenorrhea. Concomitant products included ketorolac tromethamine (toradol), lisinopril, paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) and solpadeine (tylenol 1). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression,"). The patient was treated with surgery (total vaginal hysterectomy), surgery (underwent a partial hysterectomy due to complications from the essure) and surgery (thermochroic ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, anxiety, depression and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2010 patient undergone for annual gyn exam and the results are as follows- cc-pt. Doing well after ablation and essure. Periods are short and light, monthly. On (B)(6) 2011 the patient again undergone for annual gyn exam and the results are - cc-pt. Having regular periods. Had bad cramps. Currently taking tylenol or midolon 11aug2014 patient had ultrasound resulted in uterus 8.97 x 6.07 x 7.26 endometrium 7.1 mm, anteverted/retroflexed slightly heterogeneous, fibroid posterior to endometrium 2.2cm, left ovary wnl, right ovary 1.4cm dominant follicle, no adnexal masses or free fluid seen. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: reporters details added. Event added as psychological or psychiatric problems condition: depression, mental anguish, dysmenorrhea (cramping). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), pelvic pain ('pelvic pain /pain') and genital haemorrhage ('abnormal bleeding (genital)(general)') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included gravida I and parity 1. Concurrent conditions included hypertension and dysmenorrhea. Concomitant products included caffeine;codeine phosphate;paracetamol (tylenol no.1), ketorolac tromethamine (toradol), lisinopril and paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression,"). The patient was treated with diazepam (valium) and surgery (total vaginal hysterectomy with bilateral salpingectomy, thermochroic ablation and underwent a partial hysterectomy due to complications from the essure). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, anxiety, depression and dysmenorrhoea outcome was unknown and the pelvic pain, genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal date (B)(6) 2019. Patient received treatment for pain, bleeding. Diagnostic results: on (B)(6) 2010 patient undergone for annual gyn exam and the results are as follows- cc-pt. Doing well after ablation and essure. Periods are short and light, monthly. On (B)(6) 2011 the patient again undergone for annual gyn exam and the results are - cc-pt. Having regular periods. Had bad cramps. Currently taking tylenol or midolon (B)(6) 2014 patient had ultrasound resulted in uterus 8.97 x 6.07 x 7.26 endometrium 7.1 mm, anteverted/retroflexed slightly heterogeneous, fibroid posterior to endometrium 2.2cm, left ovary wnl, right ovary 1.4cm dominant follicle, no adnexal masses or free fluid seen. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), pelvic pain ('pelvic pain /pain') and genital haemorrhage ('abnormal bleeding (genital)(general)') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included gravida I and parity 1. Concurrent conditions included hypertension and dysmenorrhea. Concomitant products included caffeine;codeine phosphate;paracetamol (tylenol no.1), ketorolac tromethamine (toradol), lisinopril and paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression,"). The patient was treated with diazepam (valium) and surgery (total vaginal hysterectomy with bilateral salpingectomy, thermochroic ablation and underwent a partial hysterectomy due to complications from the essure). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, anxiety, depression and dysmenorrhoea outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal date (B)(6) 2019. Diagnostic results: on (B)(6) 2010 patient undergone for annual gyn exam and the results are as follows- cc-pt. Doing well after ablation and essure. Periods are short and light, monthly. On (B)(6) 2011 the patient again undergone for annual gyn exam and the results are - cc-pt. Having regular periods. Had bad cramps. Currently taking tylenol or midolon (B)(6) 2014 patient had ultrasound resulted in uterus 8.97 x 6.07 x 7.26 endometrium 7.1 mm, anteverted/retroflexed slightly heterogeneous, fibroid posterior to endometrium 2.2cm, left ovary wnl, right ovary 1.4cm dominant follicle, no adnexal masses or free fluid seen. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: pfs received. Reporter's information added. Event : pain and abnormal bvleeding outcome were updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), pelvic pain ('pelvic pain /pain') and genital haemorrhage ('abnormal bleeding (genital)(general)') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included gravida I and parity 1. Concurrent conditions included hypertension and dysmenorrhea. Concomitant products included caffeine;codeine phosphate;paracetamol (tylenol no.1), ketorolac tromethamine (toradol), lisinopril and paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression,"). The patient was treated with diazepam (valium) and surgery (total vaginal hysterectomy with bilateral salpingectomy, thermochroic ablation and underwent a partial hysterectomy due to complications from the essure). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, anxiety, depression and dysmenorrhoea outcome was unknown and the pelvic pain, genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal date (B)(6) 2019. Patient received treatment for pain, bleeding. Diagnostic results: on (B)(6) 2010 patient undergone for annual gyn exam and the results are as follows- cc-pt. Doing well after ablation and essure. Periods are short and light, monthly. On (B)(6) 2011 the patient again undergone for annual gyn exam and the results are - cc-pt. Having regular periods. Had bad cramps. Currently taking tylenol or midolon (B)(6) 2014 patient had ultrasound resulted in uterus 8.97 x 6.07 x 7.26 endometrium 7.1 mm, anteverted/retroflexed slightly heterogeneous, fibroid posterior to endometrium 2.2cm, left ovary wnl, right ovary 1.4cm dominant follicle, no adnexal masses or free fluid seen. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of vaginal hemorrhage, menorrhagia were updated as recovered. Rcc note added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.